Manufacturer narrative:
The reason for this revision surgery was identified as instability after 3.6 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 12th complaint for this part number: two due to stability/poor joint, two due to pain, two for a broken device, two due to wear, one due to trauma, one due to infection, and one revision. This is the second complaint for this lot number, one other due to wear. The root cause of the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue, implant selection, and patient activity. (B)(4).

Event description:
Revision surgery - the patient's knee was slightly unstable. The surgeon felt it needed a thicker insert.